Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, during feeding, the blue adaptor which connects the tube and button detached and the nutrition leaked. Complainant indicated that the straight feeding tube was cleaned with natural detergent and sterilized every time it was used for feeding. The procedure was completed with a right angle feeding tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).